Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00411773_1644408-2023-00752; 509-01-040, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Patient needed to be washed out from opening up the wound, causing a hematoma.